Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include wound dehiscence and wound drainage. The patient was given antibiotics and wound dressing was done. The physician believed that the infection was not device or procedure related. There was improvement at the patient's incision site.

Manufacturer narrative:
Additional information was received that the infection at the pocket site had not cleared up and the patient underwent an explant procedure. The infection is healing as per the patient. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description : artisan surgical lead, 50 cm.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include wound dehiscence and wound drainage. The patient was given antibiotics and wound dressing was done. The physician believed that the infection was not device or procedure related. There was improvement at the patient's incision site.